Event description:
My daughter ms. (B)(6) aged (B)(6) is a type 1 diabetic for the past 5 years. Initially, she was using the insulin pen shots for controlling the bg levels in her body. Since 2 years, she is using medtronic minimed paradigm insulin pump think that, the bg levels can be better controlled. The local sales team of medtronic has given very rosy picture and promised hundreds of advantages for shifting over to insulin pump from manual pen shots. However, unfortunately, even after 2 years we haven't found any significant development in the health of our daughter by putting her on pump. She was regularly monitoring the bg levels (4-6 times daily) in the beginning days of putting the pump. After some months she was monitoring twice a week and now almost once a week she monitors the bg levels. Her hba1c readings have gone up ever since she was put on the pump. Still, she continued to use the pump in view of convenience and overall controlling of bg levels if not perfectly. On (B)(6) /2014, (3rd day of changing the quickset), she suddenly developed severe vomiting, chest pain, giddiness and nausea. The bg readings are 500++. She was immediately rushed to (B)(6) hospital, (B)(6). She has been diagnosed with diabetic ketoacidosis, vt, af with aberrant condition, pulse feeble, bp not recordable, tachypnea, high carbs with severe acidosis hyperkalemia. She was in intensive care unit for 2 full days and another 2 days in special ward. I have incurred (B)(6) for the entire treatment. On intensive investigation by the doctors, it was informed that the bg levels have sharply increased due to malfunction of insulin pump. In keen observation, it is found that, the cannula was severely bent and occluded resulting in no delivery of insulin for almost 3 days. There was no alarm for non delivery of insulin by the pump. Probably, it was a dud batch of quickset in which cannula was not in the center of the adhesive disk meaning that it caught in the serter. It is the utter failure of manufacturer's qc department. After all these are the life saving devices. How much caution and care has to be exercised by the manufacturer as the previous lives of human are depended on them. The local distributor was summon by the doctors and appraised him about the poor quality and failure of the quickset and the pump. By the grace of god my daughter was saved as I took her to the hospital in time. In light of the above, I would like to make medtronics responsible for the damages. I demand for reimbursement of my entire medical expenses and would like to return the insulin pump and refund the cost of the same immediately failing which I will be constrained to proceed legally. You may treat this mail as my notice before knocking at the legal doors. (B)(6).